Manufacturer narrative:
Date sent: 06/09/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastrectomy procedure, though the cutting was completed without any problem, the site was partially unstapled. Another device was used to complete the case. There were no adverse consequences for the pt. The staples were b-form shaped.